Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that air bubble in the reservoir. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that couple off weeks ago, the blood sugar go high because of there was a bubble on the tubing and reservoir. Approximate size of air bubbles was as per some time it was a champaign size and sometime was bigger .the device will not be returned for analysis.